Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7113151.

Event description:
It was reported that the patient experienced inadequate pain relief due to lead migration. Reprogramming was done however unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.